Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04863. It was reported that the patient presented in the emergency department with symptoms of lightheadedness, palpitations, and feeling of muscle cramps or jolts to her right rib cage on (B)(6) 2018, the right ventricular lead was capped and the pacemaker was explanted. Both products were replaced. Patient was stable throughout.